Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the nurse did not have access to pull meds, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse did not have the access to pull meds. A technical support specialist after checking, assigned the user to the correct area and role, repaired the med app and backed up the db to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.